Event description:
It was reported that the suture was degraded in the package. The staff reported that the package had many crimps and possible pinholes. This occurred prior to use on the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be draw as the device was returned damaged and no evaluation can be performed.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Six returned opened packages of suture, were examined under a stereomicroscope. Five packages contained intact partially dispensed needled suture product, while a sixth contained fragments of suture. An inspection of the laminated foil packaging showed that one package had only the top stock, which was severely wrinkled and partially delaminated, while the other 5 packages had both top and bottom stocks with much less wrinkling. The severe wrinkling and delamination indicate that this particular package had been re-sterilized, which compromised the package integrity, leading to hydrolysis of the suture product that resulted in the suture fragmenting. The other five sutures were intact, undamaged, and flexible, indicating that those sutures had not degraded.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.